Manufacturer narrative:
Other relevant components include: product ID: 8840, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine [ 10 mg/ml] at a dose of 1.090 mg/day at simple continuous mode via an implantable pump for non-malignant pain. On (B)(6) 2017, a drug related programming error was reported. It was detailed that the wrong drug concentration was entered and related that the hcp accidentally programmed an incorrect concentration of morphine [15 mg/ml] when there was no physician concentration change and that it should have been left at 10 mg/ml. It was noted that the patient came in last week or so (from (B)(6) 2017) for a pump refill and that was when the hcp changed the concentration to 15 mg/ml. It was reported that the patient was ¿very fatigued¿ a day or two after the pump refill and incorrect programming. It was stated that the patient activated (pa) dose was 0.310 mg with a lockout interval of six hours. It was indicated that the reporting hcp was confused about how to read and interpret the previous programming. It was also indicated that the reporting hcp did not believe they were properly trained previously as the clinic office manager did not allow enough time for the clinician programmer programming education in the past. Information regarding programming and having the local manufacturer's representative to help was reviewed. Information was requested regarding print reports versus session data reports when a pump has not been updated, only interrogated. It was indicated that the hcp corrected the programming error for this patient¿s pump today (B)(6) 2017. No further complications were reported or anticipated.